Event description:
A patient reported blood glucose results of 277 mg/dl, 414 mg/dl, 199 mg/dl and 195 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips replaced.